Event description:
A (B)(6) female pt called zoll customer support to report that her battery would not power up the monitor. The pt received a replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won¿t power on a monitor) was confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon evaluation, one of the battery tri-cells was leaking and had an output voltage of 0.334v. The cause of the inability to charge or power on a monitor is the leaking tri-cell. The root cause for the leaking tri-cell cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.